Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on an unknown date. According to the complainant, during the procedure, the clip would not deploy. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block b3: date of event was approximated to (B)(6) 2020 as the event date is unknown. Block h6: device code 2906 captures the reportable event of clip would not deploy. Block h10: investigation results: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was returned attached to the device. The catheter was kinked approximately at 190 cm from the distal end of the bushing. Microscope examination was performed on the bushing, and no discernible failures observed. It was also observed that the clip arms were misaligned and the device had the control wire separated from the yoke which is a normal process during deployment. Dimensional analysis was performed on the bushing outer diameter and it was confirmed to be within specification. A further dimensional analysis was performed on the braided shaft, and the lengths of various parts were within specification. A dimensional analysis was performed between the hooks of the bushing, and both sides a and side b were within specification. No other issues with the device were noted. The reported event was confirmed. The investigation concluded that due to the device was highly manipulated and damaged, there is a lack of objective evidence or descriptive conditions of the event required to determine a definitive root cause of the event. The investigation findings and all information available do not lead to a clear conclusion about the cause of the reported adverse event. Therefore, the most probable root cause is cause not established. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2020, as the event date is unknown. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on an unknown date. According to the complainant, during the procedure, the clip would not deploy. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.